Event description:
On (B) (6) 2008, a patient in the (B) (6) clinical study was implanted with an advance sling. On (B) (6) 2008 subject complained of pain in outer right leg. Severity mild. Possibly related to the device and procedure. Treated with medication-anti-inflammatory. Event status continuing. No further information has been reported.